Event description:
The probe failed during device check before any insertion. However, the case had to be cancelled and the pt has not rescheduled with the facility. No further information is available for this incident at this time.